Manufacturer narrative:
On 10/17/2019, the product investigation was completed. The product was not returned for analysis; however, mentor received a photo of the impacted product. Upon visual inspection of the picture, a rupture was noted between the patch and shell. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands-on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a surgeon was using a 700cc mentor tissue expander to remove a congenital naevus from a young female patient's back (whose age was unspecified), and discovered that the device was broken and deflated. Prior to the deflation, the patient's device had been receiving weekly inflations. The physician noted that the deflation occurred on the posterior aspect of the device, and therefore could not have been iatrogenic in nature. The impacted device was explanted from the patient on an unspecified date and replaced with a like device. If the date of the device's explantation becomes known, mentor will submit a follow-up report with the new information.